Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a procedure, the atrial lead could not back out of the header. The lead was cut and capped and replaced. No further information is available at this time.